Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the customer had an unexpected restart alarm and an external ram error alarm on the insulin pump after changing the battery. Customer's father stated that all the settings reverted to the factory settings. Customer did not have the settings saved. Customer's father did not want to revert to a back-up plan until the settings could be retrieved from their health care professional. Customer's father stated that they would use the settings from a previous pump that was saved on carelink until they can get in touch with the health care professional to retrieve the settings for the current pump.